Manufacturer narrative:
Result of investigation: the root cause of the issue was the defective o2 pressure regulator. Most likely restriction of the p2 regulator hole caused by injection molding deburrs during manufacturing. Alarm 388 always triggered in combination with alarm 271- "o2 supply failed". Logged o2 supply pressure when alarms 388 were triggered: 3.7 to 3.8 bar. As a resolution the inspiration block was replaced.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, technical support analysed the log files and confirmed alarm report 151 "o2 concentration low"; 271 "o2 supply fail-no o2 dosing possible and 388 "no o2 dosing possible alarm" found o2 supply at 3.72 bar. It was suggested to replace the inspiration block and provide result. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that bellavista 1000 showing oxygen alarms 151 "o2 concentration low"; 271 "o2 supply fail-no o2 dosing possible and 388 "no o2 dosing possible alarm". Customer stated they pulled the units off patient and transfer on another ventilator (espirit). There is no harm noted to the patient with this event.